Event description:
A pump issued an altitude alarm, and there was no adverse impact on the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the alarm. Technical support instructed the customer to remove any obstructions from the speaker holes, clean them gently, and try reconnecting the current cartridge. When this did not resolve the issue, the customer was advised to load a new cartridge, resume insulin delivery, and monitor for any recurrence of the alarm. However, the alarm recurred after resuming with a new cartridge. Technical support then instructed the customer to wait two hours to let any moisture evaporate and planned to follow up.